Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical devices component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16463843.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices will not be returned.